Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9190255, d.4. Medical device expiration date: 7/31/2024, h.4. Device manufacture date: 7/22/2019. H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that the bd solomed¿ syringe needle was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "we received a market complaint in which the customer reports that the needle is broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9190255. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-22. Medical device lot #: 9190258. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-22. Medical device lot #: 9190282. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-22. Medical device lot #: 9226943. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd solomed¿ syringe needle was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "we received a market complaint in which the customer reports that the needle is broken."